Event description:
It was reported that a flogard infusion pump had a broken power cord. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was serviced on-site by a field service technician. A visual inspection identified that the power cord was damaged, confirming the reported condition. The cause of the damaged power cord was not determined. To correct the condition, the power cord was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.